Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a bilateral pelvic lymphadenectomy, the balloon didn't inflate. No injury reported.